Manufacturer narrative:
This event was found during a look back of device complaints. Initially determined not to be a reportable event by previous qa management. Event classified as user error. On follow-up call cust claims she experienced an allergic reaction and asthma attack while nebulizing. Claims she was hospitalized for three (3) days. Customer confirmed she is not following the cleaning instructions detailed in the manual nor has she ever replaced the nebulizer kit every six months as recommended in the cleaning and maintenance section of the instruction manual. The manual also indicates to change the filter every 30 days or when it turns grey. Customer claims she followed her health care professional's instructions on care and maintenance of the unit and not the instruction manual. Claims instructed by a tech at the doctor's office 'at the end of the day on her final use to clean the parts with an antibacterial solution, rinsing all the parts with the hottest water temp she could stand allowing parts to air dry.' Claims tech instructed her only if unit becomes caked with meds to additionally soak for five minutes in warm water solution. Unit was received in the repair center grossly contaminated which made an evaluation impossible. It was determined the unit malfunctioned due to user's failure to follow cleaning instructions and routine filter replacement. This unit was destroyed at the end of routine retention period in the repair center. This is an initial and final report.

Event description:
Customer claims every time she uses her unit back east, she gets sick. Claims it almost burned her mouth and throat when she inhaled the unit. Claims when she inhales her medicine, it produces a burning sensation in her mouth and down her throat. Claims when she inhales it feels like her throat is getting blasted from sand. Claims her filter is green with mold every time she uses the unit back east. Claims she had an allergic reaction to the mold that forms on her filter after every breathing treatment.